Manufacturer narrative:
The suspect device is the softclix lancet.

Event description:
Reporter alleged the softclix lancet plus system used in finger-stick glucose testing is jammed and is not working correctly. The location of the alleged incident was not provided. The MFR eval dept determined the lancet needle on the system does not retract back into the device after use. As a result, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Softclix lancet plus system: catalog # 04628349001.